Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead experienced threshold issues. The lead was partially capped and a new pace/sense lead was implanted. No known patient complications were reported as a result of this event.